Event description:
Related manufacturer report number:2017865-2023-13099. It was reported prior to generator change out that the implantable cardioverter defibrillator exhibited far-field oversensing on the atrial lead. The device was explanted and replaced. The atrial lead was left installed and will continue to be monitored. The patient was stable and asymptomatic.